Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/04/2010 the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, it was noticed that the needle had bent. No biopsy samples had been collected with this device. Reportedly the device was inspected/tested prior to use and no anomalies were noted, and no difficulty or resistance inserting or removing the device was encountered. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.